Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter tilted. According to the medical records the indication for the filter implant was a history of pulmonary embolism following right knee surgery and impending left knee surgery. The filter was implanted just prior to the left knee arthroplasty. Approximately eight years and five months post implant the patient underwent a computed tomography scan. The indication for the scan was filter check. The results of the scan noted that the filter is tilted to the left, no strut fracture was identified. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Corrected data: non health professional. Additional information received per the medical records indicate that the patient has a history of sever degenerative arthrosis, left knee with extreme deformity. The patient had pain, discomfort, disability with both knees and significant deformity with both knees. The patient previously underwent right total knee replacement and experienced postoperative pulmonary embolism. Prior to replacement of the left knee, an inferior vena ava filter was implanted. The results of computed tomography (CT) scans done approximately eight years and five months after the index procedure indicate that the filter is a cordis inferior vena cava filter. The device was 4-5 cm inferior to the takeoff of the right renal vein and was located near the bifurcation. The filter was tilted to the left approximately 30 degrees. The apex of the filter abuts the left lateral wall. No strut fractures was seen. The scan also revealed a small sclerotic focus in the l3 vertebral body, chronic compression of the superior endplate of l2 and subsegmental atelectasis was noted at the lung base. Additional information received per the patient profile form (ppf) states that the filter is tilted. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.